Event description:
The customer reported that the screen is dim at max lightness. The customer reported that the unit was not in use on patient. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The replaced user interface assembly was returned for internal failure investigation. Visual inspection of the user interface assembly revealed no evidence of damage or contamination. The burnt-out cold cathode fluorescent lamp (ccfl) backlight caused the dim display.

Manufacturer narrative:
The customer contacted product support and requested the part number for replacement ui assembly. Product support provided the customer with the part number for ui assembly. A field service engineer (fse) evaluated the device and verified that the screen was dark at maximum brightness. There were no error codes present in the diagnostic report (drpt). The fse replaced the user interface (ui) assembly and transplanted front bezel w/o nav ring to new ui assembly to resolve the reported issue. The unit passed all the tests recommended in the service manual.